Event description:
Customer reported that the length of her infusion set is way too long and is having a hard time getting insulin. Customer stated that the insulin pump does not alarm when it does not deliver. Customer also reported a problem with air pockets in her reservoir. Customer's current blood glucose reading is 400 mg/dl and declined troubleshooting. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.